Manufacturer narrative:
(B)(4). Article citation: kiessling, d., et al. ¿impact of failed ab-interno trabeculectomy (trabectome) on subsequent xen45 gel stent implantation in pseudophakic eyes.¿ international ophthalmology, vol. 41, no. 12, 2021, pp. 4047¿53. Crossref, doi:10.1007/s10792-021-01977-w. Average patient age was 77.5. A request for further information have been made. Allergan has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
The article "impact of failed ab-interno trabeculectomy (trabectome) on subsequent xen45 gel stent implantation in pseudophakic eyes" noted adverse events with the xen®45 gts including one self-limited intraoperative subconjunctival bleeding and choroidal effusion because of transient hypotony in one and two patients. 25 patients did not have "sufficiently reduced postoperative iop" whom underwent a surgical revision with an open conjunctival approach with a total of 7 patients underwent an additional glaucoma surgery.